Event description:
The device was used on the rectum. Reportedly, the staples did not form properly. The surgeon resected a minimal amount of add'l tissue and applied another device successfully. The hosp has reported the pt's condition is satisfactory. Expiration date 7/31/01.